Event description:
It was reported that 447 days after implantation of a taxus express2 2.75x32mm drug eluting stent, an in-stent stenosis occurred. During the initial procedure, the target lesion was located in the mid to distal left anterior descending artery (lad). A taxus stent was deployed in the mid and distal lad. Pre-intervention and post-intervention stenosis was not reported. No information was reported on the calcification or tortuosity of the treated vessel. No information was reported on medications used during the procedure. No information was reported concerning patient complications. The patient presented 447 days after the initial procedure with 80% in stent restenosis of the lad. The lesion in the lad was reported to be mildly calcified. Two cypher stents were deployed in the in-stent restenosis region of the lad. Post intervention stenosis was reported as 0%. No information was reported concerning patient complications.